Manufacturer narrative:
The ventilator was investigated by our field service engineer. It was found that the o2 cell holder was loose. Once fastening the holder, the ventilator passed pre-use check. Provided ventilator logs were investigated. Alarms for low o2 concentration were generated prior the ventilator failed pre-use check. This is most likely a measuring problem since the o2 cell was not fastened properly. No technical error codes were found. The failed o2 cell/sensor test during pre-use check was most likely due to the loose o2 cell holder. The holder most likely became loosen during cleaning/service, it cannot loosen by itself.

Event description:
It was reported that the ventilator failed o2 cell/sensor test during pre-use check. There was no patient involvement. (B)(4).